Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead received a shock. After the shock, the patient reported hearing beeping tones. The patient was seen for a device interrogation where a fault code was displayed that indicated there was a short circuit condition. Shock impedance measurements were noted to have been less than 20 ohms. The patient was seen for a revision procedure where the device and lead were explanted and replaced. There were no adverse patient effects reported. The lead has been returned for analysis.

Event description:
--

Manufacturer narrative:
The lead is currently undergoing analysis. When additional information becomes available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the returned segment of the lead was inspected and analysis. The lead had been severed 11.5 centimeters (cm) from the terminal pin. The returned segment of the lead was determined to have been electrically continuous. There was no further testing performed on the lead. The clinical observations could not be confirmed.